Event description:
The side rail panels on the right side of the bed were partially detached from the bed and it was impossible to lock them in the upright position. The damage was a result of the collision. There was no indication that the bed was in use when the detected issue occurred. No injury was claimed.

Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail damage might be related to an excessive force applied to the side rail. This is in line with the event circumstances and the side rail condition, it was mechanically damaged (the side rail panel was partial detached from the metal plate as all screws holding it were ripped off). Based on the analysis of the complaints concerning side rail detachment, the external excessive force must first compromise the integrity of the safety side prior to breaking it. According to the instructions for use for citadel plus bed (IFU 831.374 rev. H ), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. IFU also include warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿. Arjo device failed to meet its performance specification since the side rail was detached. There bed was not in use when the issue was detected. The complaint was decided to be reportable due to the side rail detachment. No injury was claimed.